Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device had an air fault failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reports they powered the device on and got a vent inop, and the blower was louder. The rse advised to check the connections to the blower, blower motor controller, and the power supply. The rse instructed the customer to perform the troubleshooting as per the service manual.